Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope exhibited an image issue (noisy image). There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the initial final investigation and corrections. Updated fields: d8, d9, h2, h4, h6 and h11. Corrected fields: b5, b6, b7, d4, d5, d6a, d6b, d10, e1, e3, e4, g2, h6 and h8. The device was returned to third party distributor for inspection. Based on the results of the investigation, the cause of the reported malfunction noisy image was a damaged charged coupled device unit. The most probable cause of the complaint is cause traced to component failure, likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had a noisy image. There was no patient involvement.